Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap (lot # p5l1127) sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm (lot # 3n5h1238y); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pleuroscopy for pneumothorax cure procedure, the handle was force; the stapling process did not complete all the way, and the handle subsequently got locked and broke. The two 60mm reloads failed under pressure. Under these circumstances, the procedure was converted, a short posterolateral thoracotomy is performed through the 4th intercostal space. The atypical excision of the pulmonary lesion is completed using cold scissors. Hemostasis is achieved using interrupted cross-stitches with 4-0 suture from another manufacturer. An air-leak test is performed, revealing moderate bubbling in the areas where the pleura had been stripped. Several long running 3-0 sutures are placed to cover all areas potentially responsible for the air leak. No notable complications regarding the operative site occurred during the hospital stay. The chest drain was removed on day 4. Follow-up chest x-rays demonstrated resolution of the pneumothorax, with no additional pathological findings. Pain was controlled with analgesics. The patient remained afebrile throughout hospitalization.